Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers of h14a23095 and h14b06098 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized two days after the onset of peritonitis. The patient was treated with 2g of intravenous ceftriaxone (frequency not reported) and oral vancomycin (dose and frequency not reported) for the peritonitis. On an unknown date in the same month, the patient was discharged from the hospital and was reported to be recovering from the peritonitis. Pd therapy was ongoing. No additional information is available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).